Manufacturer narrative:
The previous percutaneous lead replacement was reported under MFR. #2916596-2016-00959. The approximate age of the device is 6 years and 10 months. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that the patient visited the outpatient clinic and mentioned red heart alarms at home during power module support. No alarm occurred during the visit in the outpatient clinic. An external percutaneous lead replacement was performed for this patient in 2016 due to a similar issue. In the present case, log files showed several low speed events while on power module support. X-rays showed a sharp bend in the percutaneous lead. The patient received an ungrounded patient cable for use with the power module. The patient and the patient's family refused surgical intervention such as a pump exchange. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: the report of a low speed and pump stop events can be confirmed based on the submitted log file. The log file, dated (B)(6) 2019, contained approximately 19 days of data, spanning from (B)(6) 2019, 21:48 to (B)(6) 2019, 09:14, which captured numerous low-speed events and pump stops while the patient was supported by the patient cable and power module. Based on past history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s percutaneous lead; however, a specific cause for the low speed and pump stop events cannot be conclusively determined. The heartmate ii lvas IFU outlines indications of percutaneous lead damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the percutaneous lead." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low flow, low speed, and pump stops. The heartmate ii lvas patient handbook contains information on ¿caring for the percutaneous lead.¿ however, all hmii lvad percutaneous leads have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.